Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2020. The patient reported inaccurate cgm values, stating that the readings on her phone had been extremely off, with a severe hypoglycemic episode. On (B)(6) 2020, the bg value was 20 mg/dl and the cgm reading was 127 mg/dl. No symptoms were reported. Glucagon was administered and the patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.